Manufacturer narrative:
(B)(4). Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. No unexpected failed battery alarm anomalies noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that the screen had scratched. Customer's blood glucose level was unknown. Customer stated battery life diminished and unexplained no delivery alerts. The insulin pump will not be returned for analysis.